Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer there has been numerous thromboses observed in the adult hematology patients. The date of onset is unclear, there have been no changes of batch or practices seem to be at the origin of the incident. No other information was provided. The customer states there have been numerous other incidents however an exact quantity of patients involved was not provided.